Manufacturer narrative:
The valve was returned for evaluation: DHR - lot 4302816, conformed to the specifications when released to stock failure analysis - the position of the cam when the valve was received was at setting 30 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the shunt dysfunction issues could be due to biological debris.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2020 with unknown setting due to congenital hydrocephalus and meningocele. Due to suspected shunt dysfunction, the device was explanted and replaced with a new device on (B)(6) 2024. According to information provided, it is unknown if the patient experienced any sign and symptoms.